Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed pump stops associated with electrostatic discharge (esd) events, as well as left ventricular assist device (lvad) data blanking and lvad flags consistent with a current sense issue. The submitted controller event log files captured transient pump stops on (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021 that did not last long enough to trigger audible alarms. The events appeared to be consistent with esd events. In addition, the file captured the calculated flow displaying as 0 liters per minute (lpm) beginning on (B)(6) 2021 while the pump function remained unchanged based on the captured power values. The issue appeared to resolve following a controller exchange on (B)(6) 2021. Before and after each pump stop event, the pump operated as intended at the set speed. The lvad event and periodic log files captured a total of 34 pump resets from (B)(6) 2021¿ (B)(6) 2021. A specific cause for all of these pump resets could not be conclusively established through this evaluation; however, these pump resets could have been due to electrostatic discharge events. Intermittent lvad flags and current sense values associated with a current sense issue were also captured throughout the data. Based on previous complaint history, these findings are indicative of an issue with the current monitoring circuit board of the pump and could have been the result of the observed esd events. (B)(6) was returned assembled with the pump cable severed approximately 2¿ from the pump header. The distal portion of the pump cable was returned measuring approximately 23¿. The modular cable was also returned. The sealed outflow graft and sealed outflow graft bend relief were not returned. The cuff lock had been disengaged prior to the pump¿s return and the apical cuff was not returned. Evaluation of the inflow cannula revealed no evidence of depositions or thrombus formations that would contribute to a functional issue. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations within the device. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended; however additional lvad flags consistent with the current sense issue were captured. (B)(6)was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 3 of the IFU, ¿powering the system¿, states that high levels of static electricity can damage or harm the system and cause the pump to stop. This section recommends that the patient use battery power when not sleeping or resting to reduce the risk of electrostatic discharge (esd) events. Section 6 "patient care and management¿ warns that static electricity can cause the left ventricular assist device (lvad) to stop and explains additional steps in how it can be avoided. Section 7 "alarms and troubleshooting" describes all alarm conditions as well as the appropriate actions associated with them. Additionally, the safety testing and classification tables in appendix c of this document include electrostatic discharge information. Section 1 ¿introduction¿ of the patient handbook warns the user to avoid touching older television or computer screens and to avoid activities that may induce string static discharges and to take actions to reduce the chance of esd, as strong electrical shocks can damage electrical parts of the system and cause the pump to perform improperly or stop. Section 4 "living with the heartmate 3" contains a section on "static electricity", in which the user is warned to avoid activities that may cause static electricity and to discharge any built up esd by touching a metal surface before handling lvas components. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard or pump off alarm, call your hospital contact immediately for diagnosis and instructions. The testing & classification tables in section 9 of this document include esd. The emergency contact list form included in the handbook also instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. Section 6 of the IFU, ¿patient care and management¿ (under "caring for the driveline") and section 4 of the patient handbook, "living with the heartmate iii" (under "caring for the driveline"), instruct the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections also state to "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." Section 8 of the IFU, "equipment storage and care" (under "cleaning the driveline") and section 6 of the patient handbook, ¿caring for the equipment¿ state, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was admitted to the hospital with frequent low flow alarms. The patient was noted to be conscious and blood pressure map of 80. Log files were downloaded. The log files were reviewed which found several pump stops due to esd on (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021. All of these occurred on the mpu. It was recommended to not use static promoting fabrics or if possible, have a humidifier in the room. Low flow events were also noted started on (B)(6) 2021 with flow at zero, all other vad parameters were unchanged. The patient was asymptomatic, an echo was done which confirmed unchanged lvad function. The pump was restarted to resolve the issue. An additional log file was reviewed which found that the source of the low flow alarm event on (B)(6) 2021 is unknown, but it appears that actual pump flow remained normal during this time period in contrast to the 0 lpm flow estimation reading. This may have been caused by a corrupt parameter used in the flow estimation calculation, but we are unable to confirm if this is the case here. The power cycle from the controller exchange may have been sufficient to clear this corruption returning the pump to its normally operating state. We also noted several pump resets over the last several months. The pump responds appropriately during each of these resets and returns to normal performance after each occurrence. These pump resets have been linked in the past to electrostatic discharge events, but we are unable to confirm if this is the case for these resets. The frequency of resets in this pump is higher than would be expected, though it does not appear that this frequency has increased or decreased since november (oldest periodic log date). Furthermore, although we believe the low flow event due to suspected parameter corruption is a random event and is unlikely to re-occur, we are unable to rule out potential further issues with pump performance with this particular device. Based on this information it was decided to exchange the blood pump on (B)(6) 2021. No additional information was provided.